Manufacturer narrative:
Follow-up #1 date of submission 06/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last basal delivery and bolus were recorded in the history on (B)(6) 2013. The meter was not returned for evaluation. During investigation investigators performed an ezcarb bolus with following settings: I:c: 1u:20g, carbs: 40g. The pump correctly calculated a 2.00 u bolus. Investigators, successfully performed a 10u audio and normal bolus. Both were accurately recorded in the pump history. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specified range. Investigators were unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2013 reporting a blood glucose of 3.2 mmol/l with a mild headache. The patient reported that the pump had incorrectly figured dosages on multiple occasions. The patient reported eating 20 grams of carbohydrate and stated the pump was programmed with an insulin to carbohydrate ratio of 1 unit : 20 grams; the patient indicated that the pump incorrectly calculated 4.55 units. The patient reported thinking that the amount did not sound right but decided to deliver the bolus anyway. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump incorrectly calculated boluses.